Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(6) 2020 device was reportedly damaged when patient dropped television on their chest. It was explanted and replaced with a new device (B)(6) 2020. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Patient states he fell on his chest 3 times on or about (B)(6) 2020. After falling he stated he felt significant pain at site of the implanted biomonitor 3. States the pain was diffuse and pain in ribs surrounding that area. Unknown if patient sought medical attention after falling. Approximately the same time patient fell, biomonitor noise trend went to, and remained at, 100 percent and no data on hr trends. The device status remained ok and no anomalies were reported via home monitoring transmission reports. Device remains implanted. Should additional information become available, this file will be updated.